Event description:
The facility representative reported a colleague infusion pump which over delivered while in piggy back mode during patient use in the general patient ward. No patient injury or medical intervention was reported. The user interface module master software version for this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an overinfusion was not confirmed, however, the device did underdeliver during device evaluation. This underdelivery is considered to be related to the overinfusion by quality engineering and the root cause was determined to be a misaligned upper pump jaw. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow up report will be submitted if additional information becomes available.